Manufacturer narrative:
An event of premature separation during procedure and device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. It is possible due to procedural conditions when performing the push and pull maneuver of the device which may have caused the reported incident. However, this cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported premature separation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 21 aug. 2024, a 15mm amplatzer septal occluder was selected for implant. During the procedure, when deploying the device, the left disc didn't expand as usual. Device was partially recapture was performed twice, but was difficult. Therefore the user expanded both discs (left and right disc) in the right atrium (ra), and an attempt was made to push out the left disc. The device was then found to have dislodged from the delivery cable and dropped into the ra. A percutaneous snare was used to retrieve the device. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There was no health impact recorded.